Manufacturer narrative:
The reported field event of migration was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while attempting to interrogate the patient's device in clinic, the device implant had moved. The patient is being monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted.